Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the bending angle was insufficient due to the elongation of the angle wire and there were wrinkles in the insertion tube. In addition, there was the forceps plug cap had been scraped off. It was also noted, scratches were found on the bending section adhesive, the operation part, the switch box, the grip, the up/ down plate, the universal cord, the video cable, the video connector, the light guide connector, the light guide cover glass surface, the video connector case, the up/ down angle fixing lever. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, there was elongation of the tip bending section of the visera cysto-nephro videoscope. Upon inspection and testing of the returned device, scraping of forceps plug cap was discovered. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of a scraped forceps plug mouthpiece found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress or handling or other factors. Olympus will continue to monitor field performance for this device.